Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator (ICD) exhibited episodes of intermittent capture. The ICD was reprogrammed. The patient was in stable condition.